Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown intrathecal medication at unknown co ncentration/doses via an implantable pump for intractable spasticity. The hcp stated the patient reported hearing an alarm consistent with the non-critical alarm however he was not seen a reason for it. The hcp could not see any recent logs that would indicate a s tall however patient had a refill recently and at that time there was a low reservoir alarm occurring. Home screen did not show an active alarm. Confirmed pump had been updated before he called. Agent reviewed this was a known issue with the newer tablet software and that by updating the pump a second time, it cleared the alarm.